Event description:
Customer reported tubing coming apart during use inside the pump. The drug being infused was leukovrin. No patient harm or medical intervention was required.

Manufacturer narrative:
(B)(4). Product was evaluated and customer's complaint of tubing comes apart during use is confirmed. During visual inspection of the set, it was observed the tubing was completely separated from the blue fitment inlet. Visual inspection also showed no evidence of solvent at tubing engagements. The root cause of the customer's experience was identified as a manufacturing issue due to no or insufficient solvent being applied at the tubing engagement during the manufacturing process. Although lot number unknown, the smartsite laser number indicates this set was built on (B)(6) 2010. The expiration date would be either 12/01/2013.